Event description:
It was reported that the deployment catheter became difficult to remove from the filterwire. An 8.0-29 carotid wallstent and 190 cm filterwire ez were selected for carotid artery stenting. During the procedure, the stent was successfully deployed; however, then the deployment catheter became stuck on the filterwire. The deployment system was able to be removed over the wire with extreme pressure/force, and the filterwire was subsequently removed. There were no patient complications as a result of this event.

Event description:
It was reported that the deployment catheter became difficult to remove from the filterwire. An 8.0-29 carotid wallstent and 190 cm filterwire ez were selected for carotid artery stenting. During the procedure, the stent was successfully deployed; however, then the deployment catheter became stuck on the filterwire. The deployment system was able to be removed over the wire with extreme pressure/force, and the filterwire was subsequently removed. There were no patient complications as a result of this event.

Event description:
It was reported that the deployment catheter became difficult to remove from the filterwire. An 8.0-29 carotid wallstent and 190 cm filterwire ez were selected for carotid artery stenting. During the procedure, the stent was successfully deployed; however, then the deployment catheter became stuck on the filterwire. The deployment system was able to be removed over the wire with extreme pressure/force, and the filterwire was subsequently removed. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated e1: initial reporter email.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only.

Event description:
It was reported that the deployment catheter became difficult to remove from the filterwire. An 8.0-29 carotid wallstent and 190 cm filterwire ez were selected for carotid artery stenting. During the procedure, the stent was successfully deployed; however, then the deployment catheter became stuck on the filterwire. The deployment system was able to be removed over the wire with extreme pressure/force, and the filterwire was subsequently removed. There were no patient complications as a result of this event.